Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. The customer¿s blood glucose (bg) was 515 mg/dl. Bg level was corrected with a manual injection of insulin. The customer reverted to an alternate method of insulin therapy.